Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours the patients blood glucose level reached 265 mg/dl. The patient reports symptoms of not feeling well and thirst. As treatment , the patient performed insulin boluses and manual injections via syringe and replaced the pod. The patient's blood glucose and insulin history are as follows: (B)(6).